Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During remote follow-up, non-sustained right ventricular oversensing (nsrvo) episodes were observed. Technical support was contacted and the merlin.net transmission indicating nsrvo episodes were due to post-paced t-wave oversensing and recommended reprogramming. The patient has not been seen in clinic so no intervention was been performed.